Event description:
It was reported that a patient enrolled in a clinical study underwent a left total knee arthroplasty (B)(6) 2013. Subsequently, patient developed a hematoma and drainage requiring irrigation and debridment on an unreported date approximately three weeks after initial surgery. During post-operative monitoring, painful clicking, catching, the inability to ambulate or climb stairs, and anterior scar tissue were noted on (B)(6) 2014. No revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states: ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿